Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that, as received, only the connector portion of a partial lead was returned in one piece. Visual inspection of the lead found two external insulation abrasions that breached the outer insulation and exposed the outer coil at the proximal region of the lead. The cause of the external insulation abrasion was consistent with friction to the device can.